Event description:
It was reported that the pump area was very red and appeared to be eroding. The area was wrapped with an ace bandage. Follow-up info indicated that the pt experienced erosion as well as "edema/seroma/hematoma"; the report did not specify which had occurred. The pump was revised. The event was attributed to the device and caused by skin breakthrough. Pt's outcome was reported as non serious injury/illness. The pump contained lioresal.